Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old american indian female who underwent primary breast augmentation with a mentor smooth round moderate profile 250cc saline prosthesis experienced right sided deflation, grade iii capsular contracture and significant asymmetry issue on both sides post procedure. The report indicates that the patient¿s surgeon punctured her lung, and botched the surgery, and her right breast never healed, and it was never corrected by the patient¿s surgeon. Patients family medicine doctor confirmed the right-side deflation as the right side visibly much smaller. As a result patient underwent bilateral capsulodesis, and bilateral replacements with mentor silicone memorygel xtra breast implants on (B)(6) 2021. This report relates to the left side.